Manufacturer narrative:
The recipient reportedly experienced decreased performance. A review of the test data indicated impedance issues. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device migration. Device testing revealed results within normal limits. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Correction information sections: b.1 & h.1 advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover, a slice on the small tubing, and the electrode was kinked. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed multiple broken electrode wires within the electrode pocket. System lock was verified. The device passed some of the electrical tests. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.